Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (10 mg/ml at 1.6 mg) and bupivacaine (10 mg/ml at an unknown dose) via an implantable infusion pump. It was reported that the patient had been complaining of hip pain due to the pump hitting her left ilium and the hcp had been needing to frequently increase her daily dosage. It was noted that the patient had lost 30 lbs and it may have led or contributed to the issue. During pre-op interrogation of the device it was reported that the programmer was unable to detect or interrogate the pump. When the pump pocket was opened the pump was found to be upside down, the sutures were no longer attached to fascia and the catheter was spliced as well as wound up several times. The entire implanted pump segment of the catheter and 12.5 cm of the spinal segment were explanted. The issue was reported to be resolved and the patient was alive with no injury. It was noted that the explanted catheter would be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
The catheter was returned and analysis found significant twisting that may have affected infusion, damage to the transition tube, and a broken catheter body. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.